Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the administration of a morphine bolus with the pump, the cassette burst. The tubing was clamped to avoid any risk of gas embolism and infection risk. After the observation, the one way valve was glued to the tubing was no longer attached. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found a cut visible in the bag. For functional testing, a leak test of the samples was performed, and a leak was detected in the bag. The failure mode reported was confirmed. The most probable root cause is that the medication bag was damaged by mishandling during the placement of the bag into the housing during the assembly process - cause (leak) was traced to manufacturing. Due to no lot number being reported, it was not possible to determine if the action was taken after or before the manufacturing date of the inspected sample. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).